Event description:
It was reported that during a low anterior resection, when a retractor was fed up through the rectum, it became apparent that the staple line was not in place. Operating time was extended by four to six hours. The operation had to change to involve more mobilization of the large colon resection, removal of the large bowel, creation of a rectal stump, and a permanent stoma. There was a blood transfusion but it was expected according to the surgeon.